Event description:
Consumer advised dealer that the elevating leg rests were broken on the power chair. Dealer does not know where the leg rests are broken or how they were broken. No injury is alleged.

Manufacturer narrative:
RMA has nt been initiated for this issue. Model at5544 serial number/date code unknown is approximately of unknown age. The user manual was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.